Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Evaluation summary: customer complaint of balloon rupture was confirmed. Device was returned with visible traces of blood and was examined in the biohazard area of the lab. Balloon was observed to be ruptured. Edges of rupture site appeared to match up. All through lumens were found to be patent without any leakage or occlusion. No other visual damage, contamination, or other abnormalities were found. The clamp device is essential to occlude the aorta and provide the necessary cardiac isolation required to perform minimally invasive cardiac surgery procedures. If the balloon bursts during a procedure, the heart would fill and warm, the operative site may be obscured and the procedure may need to convert to an open procedure. In this case, the root cause has been determined to be related to a supplier manufacturing defect. The supplier has indicated that the issue is currently being investigated. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
UDI# (B)(4). The explanted valve has been returned for evaluation. Device evaluation anticipated, but not yet begun. A supplemental report will be submitted once the evaluation has been completed.

Event description:
Edwards received notification that during a mic mitral procedure, the balloon of the intraclude device burst without any manipulation on the balloon and no stitching. There was no calcification on the aorta. It was normal in size. As reported, the balloon was not overinflated and the pressure dropped rapidly after balloon burst. The pressure during procedure was around 50 ml. The procedure was completed with the use of a chitwood clamp to clamp the aorta. The patient was noted as to be fine after the procedure. The surgeon was very experienced with the use of intraclude.